Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the user requested assistance connecting to a new dexcom g7 continuous glucose monitor (cgm) sensor. The agent guided the setup, and the sensor entered warm-up. During this time the user was in blood glucose (bg) run mode with dosing paused. A fingerstick reading showed bg at 800 mg/dl. The agent advised considering backup therapy with a manual injection, and the user confirmed they would administer a shot and reconnect after about two hours. Multiple follow-up calls were attempted between 18-aug, 19-aug and 21-aug 2025, but the user could not be reached, and voicemails were left. Further follow-up was planned to confirm bg stabilization, complete bg questions, and walk through a supply change to no avail.